Event description:
It was reported that there was a decline in patient's hearing performance, which was noticed by the patient's guardians in (B)(6) 2012. History of head trauma has been denied by the guardians and problems with the external devices were excluded.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.